Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the rx voyager balloon catheter was used for pre-dilatation. During the first inflation, the balloon ruptured at 6-8 atmosphere. A pin-hole was observed in the balloon. Reportedly, there were no pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.